Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned with its helix extended and covered with blood / tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil at the connector region that would have contributed to helix issues reported in the field. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix covered with blood / tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the low voltage lead kept retracting back when the physician tried to deploy the lead. The lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information indicates that the helix issue was noted when the physician was trying to deploy the right ventricular lead in the patient¿s body.